Event description:
As reported by our edwards affiliates in france, during a tavr procedure using a 23mm sapien 3 ultra via transfemoral approach, inspection after device removal revealed that the distal tip of the esheath+ was torn. As per imagery provided, it was confirmed that the distal tip was torn but the torn material from tip appears to remain attached to the esheath.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Update to d9 and h3. Correction to h6; component code, impact code, clinical code, type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for visual examination, which confirmed that the liner was fully expanded, the distal tip was open but torn, and score lines were visible. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of a torn distal tip was confirmed, based on the evaluation of the returned device and provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Additionally, patient or procedural factors such as challenging anatomy or non-coaxial advancement angles may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing. While multiple contributing factors have been identified, a conclusive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.